Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in a tortuous and calcified 1st diagonal artery. The physician attempted to direct stent with the taxus express2 2.5x16mm drug eluting stent, but the delivery system was unable to cross the lesion. The stent delivery system was removed and it was noted that the stent struts were disrupted. The procedure was completed with another device. No patient complications occurred. Patient status is satisfactory.